Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that during the procedure the catheter fractured within the external iliac artery. The clinician could not retrieve the foreign body. The clinician will retreive the foreign body in a later procedure. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the investigation is complete.